Event description:
It was reported that revision surgery was performed due to dislocation.

Manufacturer narrative:
(B)(4). The associated device was returned and evaluated. The visual inspection of the returned devices shows scratches on the femoral head and some deformation on the constrained liner assembly. This could be due to the removal of the explants. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A lab analysis was completed with the following results: scratching, possibly created by contact with third-body particulate or by contact with the shell after dislocation, was observed on the surface of the femoral head. The constrained outer liner support ring was not attached to the constrained liner assembly. The outer liner lock ring of the constrained liner assembly remained attached, but was deformed, likely from removal from the shell during revision. The r3 constrained inner shell appeared to be well-fixed within the outer liner; i.e., when attempts were made to manually manipulate the inner shell, it would not readily move within the uhmwpe outer liner. In addition, the uhmwpe constrained inner liner appeared to be loose within the inner shell. These observations indicate that the device may have been sterilized by autoclave prior to being returned; autoclave sterilization is known to cause geometric changes to components. Based on the analysis conducted, the exact cause of the reported dislocation could not be determined. Our investigation did not determine a specific cause of the stated failure. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
.